Event description:
During a lap gastric procedure, after using the device for about an hour, it faulted. Attemped to reset and replace the nondisposable cord, but instrument still would not work. There was no patient consequence.